Event description:
The customer reported that the provue misread a weak positive (1+) reaction as negative using the dat test on a cord sample. No erroneous results were reported as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed that the cards seemed to be crooked when coming from the centrifuge. The fe replaced the gripper pins and springs and performed the gripper to centrifuge auto adjustment. The fe performed the reader camera adjustment and created a new reference image. The fe conducted a card read test in diagnostics. All test passed and images looked straight. Customer ran qc. Qc passed with acceptable results. Repairs have returned the instrument to expected operation. (B)(4).